Event description:
It was reported that during procedure, the patient's left ventricular (lv) lead had insulation damage and failure to capture. The lv lead was not used and replaced. The patient was stable throughout procedure.